Event description:
It was reported that a balloon burst. An fg emerge mr, us 2.50 x 15mm was selected for treatment of the target lesion. During the procedure, the balloon had burst. The device was completely removed from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that a balloon burst. An fg emerge mr, us 2.50 x 15mm was selected for treatment of the target lesion. During the procedure, the balloon had burst. The device was completely removed from the patient, and another similar device was used to successfully complete the procedure. There were no patient complications. It was later reported that the balloon burst after it was inflated one time up to 12atm for 8 seconds. The target lesion was 20%-40% stenosed, severely calcified, and moderately tortuous.